Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 mg/dl. Reportedly, the customer declined to report the suspected cause of the low bg level, but stated it was not due to the pump or supplies. To treat the low bg level, the customer consumed food. Recommendation was made to consult with health care provider regarding diabetes management.